Manufacturer narrative:
Concomitant products information references the main component of the system. Other relevant device(s) are: sw 9735736, version: 2.1.0 the system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to track or verify a registration probe when they went to register a patient. The site reported seeing a message saying "instrument cannot be used". They were originally using a flat emitter, but the symptoms persisted when switching to a side emitter. They eventually switched to another navigation system to continue surgery. There was a 30 minute delay.

Manufacturer narrative:
H3, h6: a software analysis was initiated. The logs were reviewed and there were 2 sessions on the date of issue reported. The log captured that 2 tools were used in the procedure. Multiple "receive coil noise" errors were observed for the tools added in the procedure and the logs didn't capture any verification failures messages for the registration probe. Apart from this, the logs didn't capture enough information to determine the root cause. Based on the log information, suspecting the coil noise might have caused the instrument verification issue but, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Previously reported codes b01, c19 and d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information added to b5. H6: additional annex f codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The surgery was stopped before completion, even after switching to another navigation system. It was unknown if the surgery was resc heduled.